Manufacturer narrative:
The report the event of atrial oversensing could not be confirmed by reviewing the device data. The device was tested in the laboratory, including telemetry, impedance, sensing, pacing, and high voltage (hv) output functions, all of which were found to be normal.

Event description:
New information notes that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2023 due to elective replacement indicator (eri). The patient was stable throughout.

Event description:
It was reported that a patient presented to the emergency department on (B)(6) 2023 after feeling chest pain. Upon review of a merlin on-demand transmission from 29 mar 2020, episodes of noise on the atrial channel resulting in non-sustained oversensing episodes was observed. No intervention was reported.